Event description:
During a warehouse incoming inspection, an indentation was found in the packaging of the subject device.

Manufacturer narrative:
Review of the DHR revealed no irregularity.

Event description:
During a warehouse incoming inspection, an indentation was found in the packaging of the subject device.

Manufacturer narrative:
Please note that an follow-up 2 MDR has been submitted on 10 march 2022; however, it was discovered recently that the submission was delayed. Please refer to the attached analysis report.

Event description:
During a warehouse incoming inspection, an indentation was found in the packaging of the subject device.